Manufacturer narrative:
The insulin pump was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). Analysis was unable to perform occlusion test, no delivery test and very no delivery alarm due to prime anomaly. The pump had scratched display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a no delivery alarm, damage, missing information and turning off without warning. The blood glucose at the time of the incident was 67 mg/dl. The customer blood glucose level at the time of the call was 118 mg/dl. The customer stated having issued with the pump. The customer states the pump would turn off and on, random no delivery alarms, missing recordings. The customer stated having a low blood sugar of 67 mg/dl which he treated with food. The customer states there is a crack on the battery cap side. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.